Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: please see report received from our woodlands campus in infusion center. The tubing was ref (B)(4). There was not patient harm reported. The rn thinks it started leaking at the connection of the tubing to the blue plastic piece that is inserted at the top of the alaris pump. Please log as tch internal number of (B)(4). The product was saved, but is pretty bloody. Is this something that bd still wants returned for inspection? No lot number was obtained. Rn was priming blood tubing with unit of prbcs at bedside. Rn noticed blood dripping on pump and pole. Upon inspection, blood tubing found to be leaking at the stretchy area of tubing that is inserted into alaris large volume pump. Unknown amount of blood product lost from leak/priming but estimated at less than 15 ml.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.